Event description:
Patient's head was placed on skull pins. The doctors were positioning the skull clamp to the radioluscent mayfield bed adapter. After they tightened the device, the skull clamp slipped from the lock position to unlock which caused a tear on the patient's head. Fx stable.